Event description:
Caller reported a malfunction on the pump, identified as malfunction 199, with a non-resettable malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level. Cts resolved the issue by sending a replacement pump with updated software, and the caller was instructed to use a backup insulin pump while the replacement was in transit. The caller was informed of necessary steps for returning the problematic pump and agreed to follow these instructions.